Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, low pacing impedance and loss of sensing was observed on the right atrial (ra) lead. The physician attempted to reposition the lead, however, the helix was unable to be extended and the lead body rotated when torque was applied to the lead. A stiffer stylet was used in an attempt to rotate the helix, but it perforated the ra lead insulation when it was deployed. The physician does not allege a malfunction against the lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.